Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: reinforcement material was used. Anatomy involved: stomach. Two days post op the patient experienced a leak on the pouch staple line. The surgeon brought the patient back to surgery and noticed that a few staples on the pouch staple line were off. He reinforced the staple line with a 2-0 polysorb endostitch.